Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal hysterectomy plus lymphadenectomy, the device was not seen badly externally but it did not serve, the intact pins. They changed to another clamp and worked fine. There was uncontrolled bleeding at the time.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection of the disposable hand piece revealed battery contact pins # 11 and 15, on the pin pad (old design, pre-mitigation) were damaged. The device was not used. The reported conditions of device activation issues and bent dissector prongs were confirmed. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The assembled device returned error tones and the light emitting diode (led) red error light illuminated. The assembled device did not activate. The cause of the failure was determined to be the damaged dissector battery contact pin and can be attributed to design and manufacturing failure. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal hysterectomy plus lymphadenectomy, the device was not seen badly externally but it did not serve, the intact pins. They changed to another clamp and worked fine. As dissector light green during assembly but turned light red when pressing activation button. There was bleeding at the time, but no blood transfusion needed.